Manufacturer narrative:
The returned device was evaluated and performed as designed. An air bubble, equivalent to 20 insulin units in size, was found in the reservoir with only one insertion mark in the fill septum. This indicates that the user did not remove any residual insulin and that the air bubble was from the original filling of the pod. Use error is therefore determined to be the root cause of the reported hyperglycemia. The omnipod user guide warns "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and "failure to expel air bubbles from the fill syringe may result in interrupted insulin delivery." It cautions "avoid using insulin from more than one vial, which may introduce air into the syringe."

Event description:
The customer reported that he activated the pod at 7:53 am and increased his basal insulin program by 35%. His blood glucose measured 204 mg/dl and he corrected with a 4.3 unit bolus. At noon his bg was 228 mg/dl and his lunch contained about 26 grams of carbohydrate, so he gave a 7.8 unit bolus with 1.5 units extended. At 12:24 pm his basal program returned to 1.2 units/hour. At 1:20 pm he corrected his bg of 288 mg/dl with a 4.5 unit bolus. At 1:40 his bg was 292 mg/dl, so he deactivated this pod at 1:50 pm.